Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery due to suspected infection. Upon testing it was noted that there was no infection but there was polyethylene debris. The patient received a cement spacer.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery due to suspected infection. Upon testing it was noted that there was no infection but there was polyethylene debris. The patient received a cement spacer.